Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient has a refill tomorrow (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient¿s pump was refilled (B)(6) 2018. Upon initial interrogation of pump, the expected volume was 11.2 ml. The physician aspirated a total of 22 ml of drug from the pump. The physician was able to fill the pump with a full 40 ml of new drug today without difficulty or added resistance. The cause of the volume discrepancy was the pump reservoir was not completely emptied at the patient¿s last visit, therefore only allowing the physician to push 30 of the 40 ml of drug into the reservoir. The volume discrepancy and twitching has been resolved. The patient denied any signs or symptoms of baclofen overdose or withdrawal. The pump is implanted and remains in service. The pump was delivering gablofen 2000 mcg/ml running at flex dosing, basal rate of 58.4 mcg/hour (B)(6). The dosing was not changed. Medical history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient was seen on (B)(6) 2018, for a pump refill. Per hcp, the low reservoir alarm date was (B)(6)2018 and low reservoir alarm volume was set at 3.0 ml. The expected residual volume (erv) was 3.0 ml out of the pump and the hcp was unable to aspirate any fluid. The actual residual volume (arv) was 0 ml. The patient experienced increased twitching at time of the appointment. The pump was refilled with 40ml of medication. The patient returned (B)(6)2018, for an appointment. The actual residual volume (arv) was less than the expected residual volume (erv). The hcp reported they expected 18ml of drug out of pump and aspirated 5ml. The hcp attempted to refill the pump with 40ml of drug and was unable to administer more than 30 ml of drug before meeting ¿extreme resistance.¿ the pump was programmed on (B)(6) 2018 at 30 ml for reservoir volume. There had been reservoir volume discrepancies at the past two pump refills. The patient did not exhibit or report any signs or symptoms of overdose or underdose. The representative planned to attend the next 1-2 pump refills with staff. The issue was not resolved. Patient weight was unknown and will not be made available. Medical history was unknown. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient had a pump fill. The expected residual volume was 9 ml and the actual residual volume was 1ml. No further information at this time.